Manufacturer narrative:
Conclusion: a true root cause to the reported stenosis cannot determined. Stenosis is a known adverse event. The device was reported to have remained implanted for 9 years without intervention; there is no indication that the event was due to a product quality issue.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that nine years post implant of this bioprosthetic pulmonary valved conduit, a transcatheter pulmonary bioprosthetic valve was implanted within the conduit due to stenosis.